Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connector ports were damaged and that the housing was cracked and the belt clips broken. Analysis further noted that the side bail covers, side bails and ring bail were missing, the battery contacts compressed and the battery drawer broken. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports on the external pulse generator were cracked/damaged. It was further noted that there were cracks in the housing and broken belt clips. The generator was returned for service. No patient complications have been reported as a result of this event.